Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed the hi-pot and therapy electrode recognition tests. The cause for the failure and check electrode belt alarms was isolated to a short in the electrode belt trunk cable. The root cause for the short in the trunk cable could not be positively identified. No adverse event resulted from the shorted trunk cable. The pt received a replacement electrode belt.

Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.